Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported anemia could not be verified. The investigation needs to be closed with inconclusive result. Based on the evaluated information, no definite root cause and no product relation to the reported anemia could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Based on instruction for use supplied with this product complications and adverse events which may occur were found addressed; e.g. Dissection, hemorrhagic anemia, hematoma, puncture site or stent misplacement. Correct procedures for pre-deployment, stent deployment and post stent placement were found addressed in the instruction for use. G3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for deep vein thrombosis using venovo stents. Allegedly the medical institution commented that the patient suffered from anemia onset date is unknown likely due to excessive bleeding during catheter insertion. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for deep vein thrombosis using venovo stents. Allegedly the medical institution commented that the patient suffered from anemia onset date is unknown likely due to excessive bleeding during catheter insertion. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported anemia could not be verified. The investigation needs to be closed with inconclusive result. Based on the evaluated information, no definite root cause and no product relation to the reported anemia could be determined. No information was provided whether the anemia was caused by a malfunction of the venous stent or its delivery system. No irregular stent placement during index procedure and no specific deficiency of the placed stent was reported. There is no indication that a device deficiency or a manufacturing related issue may have caused or contributed to the reported issue. Labeling review: relevant labeling supplied with this product was reviewed. Based on instruction for use supplied with this product complications and adverse events which may occur were found addressed, e.g. Dissection, hemorrhagic anemia, hematoma, puncture site or stent misplacement. Correct procedures for pre-deployment, stent deployment and post stent placement were found addressed in the instruction for use. G3, b3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for deep vein thrombosis using venovo stents. Allegedly the medical institution commented that the patient suffered from anemia onset date is unknown likely due to excessive bleeding during catheter insertion. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.